Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/16/2012. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii.

Event description:
Health professional reported a left side "rupture" and capsular contracture, baker grade iii. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: crease smooth opening on anterior, sharp on valve bond edge, crack opening on valve and white particles inner the device. Based on the device analysis the final assessment is: opening crease smooth on anterior assessed as fold flaw opening sharp opening on valve bond edge assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve.

Event description:
Health professional reported a left side "rupture" and "capsular contracture, baker grade iii". Patient later reported a left side "deflation". Healthcare professional later confirmed a left side "deflation". Healthcare professional additionally reported, any creases and particles in valve. The device has been explanted and replaced.